Manufacturer narrative:
B4: additional information added.

Event description:
It was reported that, during an arthroscopy, the tip of the coblation wand broke off while being used in the patient¿s joint. The surgeon then had to retrieve the broken piece which was very small and difficult to do. The piece was retrieved using suction from the shaver and a grasper to pull it out of the joint. This caused a delay of approximately 15 min in the surgical process. A second wand of the same part number was used to complete the procedure. No other complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the customer provided images show a detached spacer and images of the detached spacer inside of patient during surgery. The complaint was confirmed. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during an arthroscopy, the tip of the coblation wand broke off while being used in the patient¿s joint. The surgeon then had to retrieve the broken piece which was very small and difficult to do. This caused a delay of approximately 15 min in the surgical process. A second wand of the same part number was used to complete the procedure. No other complications were reported.